Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient had been implanted with a leadless implantable pulse generator (ipg) and an atrioventricular (av) node ablation was also performed. After the procedure the patient's blood pressure increased and the patient experienced hypoxemia, heart failure and then passed away. It was noted that the leadless ipg and the patient's lying position during the av node ablation could have contributed to the patient death.